Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked from the back. There was no reported impact to customer's blood glucose (bg) level as the customer did not have their glucometer with them. Reportedly, the customer did not have access to cartridges and decided to control bg levels with manual injections until a cartridge can be obtained. Recommendation was made for the customer to change the cartridge.